Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer would change pump supplies to address the occlusions and their elevated bg.